Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Visual inspection revealed no signs of damage to body of component. The threads showed no signs of obvious damage. The blue anodize was rubbed off at several locations of the component but no damage to substrate.given the type of correction and the apparent poor bone quality of the patient, it is likely that the t3 lamina fractured due to the biomechanical loading being applied at that level by the construct. Once the bone fractured, the compression being applied to the laminar hooks was released and the non-ideal contact between the set screws and the rod allowed the laminar hooks to move relative to the rod.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which broken laminar hooks, bands and a set screw were removed. Revision surgery took place on (B)(6) 2017. Related to 3004774118-2017-00168, 3004774118-2017-00169 and 3004774118-2017-00170.